Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator was alarming vent inoperable, motor fault, low peak inspiratory pressure (pip), low exhaled volume (ve), high rate, and transducer fault. There was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue was confirmed but unable to be duplicated in a laboratory setting. The solenoids are slow to respond. This issue will be internally investigated within vyaire.